Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that the patient has three potential issues that all started around the same time (B)(6) 2025). First issue the caller reported was the pt's charge only lasting 1-2 days when prior it was around every week per caller. Second issue is the pt is having diffulcty maintaining excellent coupling, caller reports the pt has not had any weight gain. Third issue is the controller itself seems to drain quickly per caller. The caller states nothing prompted any of these issues. The issues were not resolved through troubleshooting. An email was sent to the repair department to replace the recharger. The patient was redirected to their healthcare provider to further address the issue. The caller states they have not met with the managing doctor regarding the implantable neurostimulator (ins) in some time, the caller noted the pt has met with doctor regarding pain considerations but not the ins. The caller states the healthcare provider (hcp) does not have a clinician tablet, agent reviewed doctor can request a rep be present at their appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.